Manufacturer narrative:
A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument wrist moved freely outside the surgeon control while inside the patient. The on 2/20/2024, intuitive surgical, inc. (Isi) received mw5151164 stating: large clip applier wrist moved freely, outside of doctors control, while inside patient.